Event description:
It was reported to medtronic minimed that the customer experienced delivery anomaly-occluded, delivery anomaly-no delivery/occlusion alarm, high blood glucose. The customer reported blood glucose value of 438 mg/dl. The customer reported hyperglycemia treated with manual injection/insulin pen, ems/ambulance/ER visit. Customer reported the following led up to the event: customer infusion sets did not penetrate fully into the skin causing a bent on the cannula. The event involved product(s) mmt-332a, mmt-1780kl, mmt-397a, mmt-397a, mmt-397a, mmt-305qs. It was unknown whether customer had used the insulin pump with in 48 hours of reported event or not and it was unknown whether the automode feature was active at the time of reported event or not. Customer reported an issue with their infusion set serter. Customer does not report damage to serter. Issue was not resolved after reviewing serter IFU information. Customer reported bent cannula. Customer reported insulin flow blocked alarm (past/resolved event). Issue was resolved. Customer reported high bgs. No further patient complications were reported. No product return is required for mmt-332a. Customer will continue to use the insulin pump. No product return is required for mmt-1780kl. No product return is required for mmt-397a. No product return is required for mmt-397a. No product return is required for mmt-397a. Product return required for mmt-305qs. It is unknown whether product will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.